Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.

Event description:
The customer reported 2 false negative results while using the alinity m high risk (hr) hpv assay. Sample ID (sid) (B)(6) was tested on (B)(6) 2024 with the alinity m high risk (hr) hpv assay, and the result was "hpv 18". Sample vials of positive results are referred to another area of the laboratory for liquid-based cytology (lbc) testing, so the customer sent the sample accordingly. Later that day, the customer unknowingly prepared a second aliquot of the sample using the alinity mp instrument. The second aliquot was tested on (B)(6) 2024 and the result was "not detected". Not detected samples are immediately validated and released outside the laboratory, so the patient received a result with a not detected interpretation. The cytotechnologist later informed that lbc showed abnormal cells, information compatible with the first results that was not released outside the laboratory. The technical application specialist (tas) concluded that both results were valid, as the assay controls were accepted before the replicates were processed and the cellular control cn (cycle number) was within assay specifications. Sample ID (sid) (B)(6) was tested on (B)(6) 2024 with the alinity m high risk (hr) hpv assay, and the result was "other hr hpv b". The vial was sent to lbc testing. The customer unknowingly prepared a second aliquot that was tested on (B)(6) 2024 and the result was "not detected." The not detected result was released outside the laboratory. Later, the cytotechnologist informed that the lbc study showed normal cells. The technical application specialist (tas) concluded that both results were valid, as the assay controls were accepted before the replicates were processed and the cellular control cn (cycle number) was within assay specifications. There was no report of impact to patient management.

Manufacturer narrative:
Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review: customer results were reviewed. The runs were valid. The assay met specification requirements as no error codes or flags were displayed for the run controls. The assay and software is performing correctly with correct interpretations. There is no indication that the alinity m hr hpv amp kit (list 09n15-090) lot 398807 is performing outside of established design performance specifications based on the elements reviewed in this section. Retain/file sample review: file sample testing was performed. A product deficiency could not be identified by the file sample evaluation for the alinity m hr hpv assay (list 09n15-090) lot 398807. The assay reagents performed as expected and met the assay specification requirements without any error/message codes or performance related flags on the run controls. All replicates passed and there were no instances of false negatives. Quality data review: device history record/batch record review: review of the manufacturing packets for alinity m hr hpv amp kit (list 09n15-090) lot 398807 (including the components) did not identify any issues which could result in the reported complaint. Additionally, the quality control (qc) testing for the alinity m hr hpv amp kit (list 09n15-090) lot 398807 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review for the reported lot. Complaint history review: a complaint review was performed to identify any similar complaints to the ticket being investigated for alinity m hr hpv amp kit (list 09n15-090) lot 398807. Complaint trending was performed and did not identify a new adverse trend. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m hr hpv amp kit (list 09n15-90) lot 398807 was not identified.